Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses as intended. Reportedly, customer was using cold insulin. There was no reported adverse impact to customer's blood glucose level. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made to obtain additional information regarding the event; however, no response was received from the customer.